Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in intraoral region 8#, its non-osseointegration was observed. 30ncm of primary stability was achieved, the patient presented insufficient quantity/quality (bone type I), bone graft was executed and immediate implant procedure was performed.